Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report a pump explant. Reporter stated that the patient had an MRI and the standard MRI procedure was followed. Approximately a week and a half later, the patient reported to their physician that they were experiencing withdrawal symptoms, but upon delivering a bolus with their patient therapy controller they felt overmedicated. While performing a refill that day, an overinfusion volume discrepancy was observed. The expected volume was 7.1ml and the actual aspirated volume was 6ml. No cap study was performed before the explant.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed within the designed specification. No issue was found with the pump. Internal complaint number: (B)(4).